Event description:
A user facility returned the olympus asset video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed the light guide connector was damaged. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the light guide connector was damaged. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d8, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Upon further evaluation of the subject device, it was confirmed that the light guide connector was able to connect and disconnect normally. Based on the results of the investigation, the root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.